Event description:
Customer reported a ventilator that suddenly gave a high fio2 alarm with the user interface module (uim) reading delivered fio2 of 90% when set at 75. Respiratory therapist changed the o2 cell and performed extended system testing (est) calibration, however there was no change. Ventilator was still reading 90% when set at 75. Ventilator was on a patient at the time of the incident, however no patient injury reported. Patient was transferred to another ventilator. Field service was dispatched to assist with the reported issue.

Manufacturer narrative:
(B)(4). Field service evaluated the ventilator, and found that the o2 cell and cable were bad. He replaced the o2 cell and cable, and tested the unit. The problem was resolved. He then ran operation verification procedure, the unit passed all test and was performing according to manufacturer specifications.